Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board.

Event description:
Olympus received a report that the olympus cv-190 did not produce an image with an olympus series 180 scope. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The review of the device history record (DHR) was conducted during this investigation. The DHR review did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While the root cause could not be determined, the legal manufacturer's investigation determined the likely cause was failure of the dr board operational amplifier. Olympus will continue to monitor the field performance of this device.